Event description:
It was reported that externalized conductors were observed via review of the cine. The patient would be monitored at regular intervals. No further information was provided.

Manufacturer narrative:
(B)(4).